Event description:
It was reported that immediately prior to a novasure endometrial ablation on (B)(6) 2013, the physician did a dilatation and sharp curettage (d&c) and a hysteroscopy. During the hysteroscopy, the physician noted uterus was anteverted and he could not visualize the left ostia. He did think the left ostia "may be covered with scar tissue." The physician decided to continue with the ablation as he reported there was "nothing unusual." An uneventful novasure endometrial ablation was completed. During a post-ablation hysteroscopy, the physician reported "there was evidence of a passage in the right cornual region extending beyond the fundus. [The physician] "followed the tract with the hysteroscope and visualized bowel fat consistent with a uterine perforation." He then did a laparoscopy and inspected the perforation and found it to be in the right fundal area just lateral to the midline. It was a "circular blanched area measuring 0.5cm in diameter with a char focus in the center. On the left cornual region was a 0.3cm blanched circular area with no perforation or charring. Additionally, he noted a "focal area of probable thermal injury," a 0.5cm area of blanching on the "anterior aspect" of the rectosigmoid colon. No treatment was needed for the perforations but the patient required a laparotomy for "oversowing of [the] rectum." The patient was discharged home on (B)(6) 2013. On (B)(6) 2013, the physician reported "on telephone follow-up yesterday [(B)(6) 2013] she continues to do well."

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).